Manufacturer narrative:
The perc pin frame was returned to the manufacturer for analysis. Analysis found that the frame had lost some of its spring tension, but as returned, the spring button had been released so that it was not holding tightly to the frame. After reconnecting the spring button, the frame returned to normal function. With markers attached and fully seated, the frame returned good geometry and divot error readings with normal tracking. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the blue perc pin reference frame was not staying in place. The spring was broken. There was no patient present when this issue was identified.